Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure (B)(6) 2020 an ar-13995n (lot 10617249) broke off during use. No further information provided at time of initial report. Additional information obtained 8/13/20: the procedure was a rotator cuff repair. Facility contact stated "the surgeon and assistant did not visualize the tip but are confident it was not left in the patient". However the facility also stated "not visualized, if left in very miniscule". A new scorpion needle was opened to complete the case. No additional incisions or change of technique was made. The scorpion needle was used with a hand instrument however the part/lot of the instrument is not available. Scorpion needle will be returned for evaluation.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.